Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/13/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was intact with no damage. During testing, all the keypad buttons responded appropriately. The keypad cover was removed and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked. The display was dim and discolored. Additionally, the pump casing was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.